Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient had a possible infection and tiabial loosening. The patient underwent a revision surgery.